Event description:
It was reported that during an intracept procedure while the physician was trying to access the s1 vertebral body, the patient's o2 stats dropped and the procedure was aborted. There was no reported device-related issue, the event was deemed to be related to the anesthesia. The patient was recovering following the aborted procedure.